Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address discomfort, lysis and loosening of the tibial component at the cement to implant interface. Unknown cement manufacturer. Doi: unknown; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Removed: h6 (patient) hemarthrosis as this was populated in error and was reported in linked record. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a right knee revision due to pain, discomfort, osteolysis, effusion, mild decreased range of motion, instability, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed and retained. The patella was resurfaced during the operation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. No code available is used to capture joint instability and hemarthrosis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4). Patient code: no code available (3191) used to capture (device revision or replacement).

Event description:
Primary operative nurse notes and sticker sheet provided on pages 22-24 indicate the patient was implanted with a right primary attune knee utilizing depuy cement x 2. The patella was not resurfaced. No operative surgeon notes were provided. Revision sticker sheet provided on page 24 indicate the right tibial tray and insert were revised. The patient was implanted with depuy revision products utilizing depuy cement and the patella was resurfaced. There were no revision operative notes provided. Doi: (B)(6) 2017, dor:(B)(6) 2017, right knee.